Manufacturer narrative:
H10: of the three devices, two lot numbers were provided and lot history reviews were performed. Of the three devices, product catalog no for one device was unk senomark. Of the three devices, one device was returned to the manufacturer for evaluation, and the investigation is inconclusive for failure to deploy issue;but unconfirmed for the alleged difficult remove. For the remaining two malfunctions, the investigation is inconclusive for failure to deploy and difficult to remove. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model smec10c biopsy instrument allegedly experienced positioning failure and difficult to remove. This information was received from various sources. This malfunction involved all three patients with no consequences. One 50 year old female patient weight was not provided. The remaining two patients age, sex and weight were not provided.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model smec10r biopsy instrument allegedly experienced positioning failure and difficult to remove. This information was received from various sources. This malfunction involved all three patients with no consequences. One patient was 50 years old. Two patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: of the three devices, two lot numbers were provided and lot history reviews were performed. Of the three devices, product catalog no for one device was unk senomark and another was ecp0110g. Of the three devices, one device was returned to the manufacturer for evaluation, and the investigation is inconclusive for failure to deploy issue;but unconfirmed for the alleged difficult remove. For the remaining two malfunctions, the investigation is inconclusive for failure to deploy and difficult to remove. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the three devices, two lot numbers were provided and lot history reviews were performed. Of the three devices, product catalog no for one device was unk senomark. Of the three devices, one device was returned to the manufacturer for evaluation, and the evaluation inconclusive for failure to deploy and difficult to remove. For the remaining two malfunctions, the investigation is inconclusive for failure to deploy and difficult to remove. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model smec10c biopsy instrument allegedly experienced positioning failure and difficult to remove. This information was received from various sources. This malfunction involved all three patients with no consequences. One (B)(6) year old female patient weight was not provided. The remaining two patients age, sex and weight were not provided.